Manufacturer narrative:
The pump gave an alarmed during the self test, and gave a lost sensor alarm due to a faulty component on the remote frequency board. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump has been alarming radio frequency pic failed self-test for a couple of days. Customer's blood glucose was 200 mg/dl. Customer is unaware what may have cause the alarm. The alarm did not occur during rewind or prime sequence. Temp basal was not programed before the alarm occurring. Customer was advised the device need to be replaced and she agreed to return it.